Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level in the 700s(mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and was released on (B)(6) 2020 with no permanent damage. Customer alleged the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and found that the infusion set cannula had not been inserted properly, however, the customer maintained that the pump did not deliver insulin as intended. Although requested, the customer did not upload the pump data for tandem technical support to perform a review to determine a possible cause. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.